Event description:
No osseointegration, primary stability was achieved, implant wasn't completely covered by bone, biomechanical overload, immediate implantation, mobility. Psychological disorder, xerostomia, smoker. Same patient as (B)(6).